Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the health care professional (hcp) that approximately three months post implant, the right ventricular (rv) lead thresholds were elevated. When the patient was brought into the office, the measurements were stable, so the decision was made to continue to monitor. Shortly after, a remote transmission revealed that the thresholds had gone up more. The patient was brought in again, and there was a true increase observed. A more recent transmission also showed showed short v-v intervals and declining r-wave amplitude. A review of the device data by qualified personnel determined that there was variability in rv thresholds and amplitudes since implant. A lead dislodgement was suspected. The lead remains in use. No patient complications have been reported as a result of this event.